Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower right back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the back pain outcome was unknown and the alopecia had resolved. The reporter considered alopecia and back pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media - back pain, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: previously reported event "medical device removal" updated to "lower right back pain", reporter added. Initial and follow up 1 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower right back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss/ massive hair loss"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the back pain outcome was unknown and the alopecia had resolved. The reporter considered alopecia and back pain to be related to essure. The reporter commented: patient reported that had thyroid checked with good results and would have medical device removed in september. Concerning the injuries reported in this case the following were reported via social media- back pain, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.